Event description:
It was reported, a 40cc fos catheter was placed while in the cath lab for approx 48 hrs. At the time of this event, the pt's ef was extremely low. There was a helium loss (2) on the pt every 30-40 seconds. The rn checked the connection sites, checked for kinking and for blood in the gas drive tubing. The helium tank was changed. At the time when this event was reported, the pt was quiet and in a sinus rhythm. The bpw was described as a "chair"; however, the baseline was down below the zero. An internal leak test was initiated; the gas line was clamped near the pt. The baseline bpw dropped down and the helium loss alarm began. The catheter was disconnected and the rn got purge failure alarms. The rn had her finger securely on the balloon connection. The test was done 3 times and the pump alarmed each time. The pump was exchanged. After the exchange was made, everything was fine.

Manufacturer narrative:
The pump was sent to biomed. Arrow field service (afs) checked the pump and found it alarmed within 5 cycles. The pneumatic control system (pcs) was tested and would not hold pressure. The pcs was replaced and a bad interface cable was replaced. The same error occurred, still not holding pressure. Augmentation and fill valves were closed and there was still no pressure. The pump assembly was replaced. The afs tech then performed a functional check and the pump passed. The pump was run for two hrs and checked for leaks. The result is the pump is now operational. A f/u report will be filed if more info becomes available.